Manufacturer narrative:
Product analysis: the main printed circuit board (pcb) was received for further analysis and was assembled into a golden unit. It was noted that the device powered off shortly after power on and the epg failed to power on several times. The customer comment that the external pulse generator (epg) was unable to power on was confirmed due to failure of the u57 component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the external pulse generator (epg) was unable to power on. At analysis it was determined that the epg shut down after power up during self testing. It was noted that the main printed circuit board (pcb) was out of specification electrically, the main seal was damaged and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. The epg was returned for evaluation and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.